Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the right common carotid artery at the arterial sheath site. The physician elected to place an additional stent to resolve the dissection. It was reported that the procedure was completed successfully and the patient was stable post-procedure.